Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
During investigation the monitor was unable to complete detect and treat testing. The monitor's electrode belt receptacle had bent pulse pins and was unable to complete incoming functional testing. The root cause for the bent pins could not be positively identified. No adverse event resulted from the damaged monitor.